Manufacturer narrative:
Conclusion: the device history record for the implanted valve was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. Dislodge events are typically not related to a device malfunction. Per the instructions for use (IFU), coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). However, with the information provided, a conclusive root cause cannot be determined. In this case, a decision was made to snare the valve; the use of a snare to reposition the valve after deployment is complete is not recommended per the IFU. Per the IFU, ¿physicians should use judgment when considering repositioning a fully deployed bioprosthesis (for example, using a snare, balloon, and/or forceps). Repositioning the bioprosthesis is not recommended, except in cases where imminent serious harm or death is possible (for example, coronary occlusion). Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery.¿ the patient became hemodynamically unstable at this time. Heart rate and blood pressure decreased significantly. Angiographic images showed an aortic dissection. In this case the hemodynamically unstable and decrease of heart rate and blood pressure most likely was a sequence of cascading events related to the reported events. Cardiovascular injuries, including dissection, are also known potential adverse patient effects per the IFU, and may be impacted by many factors including the patient's pre-procedural condition, anatomical factors, in addition to procedural and device factors. Per the image review, dislodgement was noted, and the valve appears to have been moved to a higher location in the aorta. A coronary angiogram was performed of the left system. An angiogram was performed with noted excavation of intra-venous (IV) contrast material outside of the aortic wall borders. However, the cause of the dissection could not be determined, and the potential relationship to the device could not be established. In this case, it was reported that from the physician, the pre-implant balloon aortic valvuloplasties (bav) likely resulted in the aortic dissection, however snaring the dislodge valve likely made the dissection worse and more apparent. The patient was transported to open heart surgery where a part of the aorta was replaced to repair the dissection. The dislodged transcatheter valve was explanted during the dissection repair. The transcatheter aortic valve was also replaced with a surgical aortic valve. Over the next several days, the patient continued to decline. The dissection repair was not successful and the dissection continued down the abdominal aorta, resulting in a lack of blood flow to the liver and kidneys. Seven days post valve implant, life support was withdrawn and the patient died. The physician indicated that this patient had a connective tissue disorder that was not documented in the patient's medical records and was unknown at the time of the transcatheter valve surgery. The connective tissue disorder contributed to the death. As neither an autopsy nor explant information or device were provided, therefore a conclusive assessment of the relationship between the event and the device could not be reached. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve (tav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. This event does not indicate device malfunction. Updated data: g1, h6 method, result and conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of a transcatheter bioprosthetic valve a pre-implant balloon aortic valvulo plasty (bav) was performed using a 22 millimeter (mm) balloon. The valve was attempted to be deployed but was constrained. An infold also occurred during the first recapture. The team believed that patient anatomy caused the infold and constrained valve. The valve and delivery catheter system (dcs) were retrieved from the patient. A different valve was attempted but also was constrained and infolded. This system was removed from the patient. The patient was reported to have been stable at this time. A second pre-implant bav was performed using a 25 mm balloon. A different valve was then deployed at a depth of 2-3 mm on the non-coronary cusp (ncc) and 5-6 mm on the left coronary cusp (lcc). As reported, from them right anterior oblique (rao) view the fully deployed valve looked constrained, but in the left anterior oblique (lao) view the valve was adequate. The patient remained stable. Approximately five minutes following valve deployment, the valve dislodged out of the annulus into the ascending aorta and the patient became distressed. It was reported that the coronary arteries were likely blocked, which caused the patient to become distressed. The valve was successfully snared. The patient became hemodynamically unstable at this time. Heart rate and blood pressure decreased significantly and the patient was intubated. Angiographic images showed an aortic dissection. According to the physician, the pre-implant bavs likely resulted in the aortic dissection, however snaring the dislodge valve likely made the dissection worse and more apparent. The patient was transported to open heart surgery where a part of the aorta was replaced to repair the dissection. The dislodged transcatheter valve was explanted during the dissection repair. The transcatheter aortic valve was also replaced with a surgical aortic valve. The patient was then taken to the intensive care unit (ICU) in critical condition. Over the next several days, the patient continued to decline. The dissection repair was not successful and the dissection continued down the abdominal aorta, resulting in a lack of blood flow to the liver and kidneys. Seven days post valve implant, life support was withdrawn and the patient died. The physician indicated that this patient had a connective tissue disorder that was not documented in the patient's medical records and was unknown at the time of the transcatheter valve surgery. The connective tissue disorder contributed to the death.